Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a hand control was not free to move. The customer noticed a broken mtml the customer reported event has no report of patient injury.